Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8262045. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples were inspected and no cracks were found in the indwelling needle. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the need was broken with a bd intima-ii¿ closed IV catheter system the following information was provided by the initial reporter, translated from chinese to english: when the patient went out for examination, the closed indwelling needle was clamped, and it was found that the indwelling needle was broken.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the patient went out for examination, the closed indwelling needle was clamped, and it was found that the indwelling needle was broken.